Event description:
Per the user facility medwatch report, the event is described as follows: ¿pinnacle introducer sheath broke during removal under anesthesia, during surgical procedure by vascular surgeon. Catheter had been inserted in right femoral artery.¿ follow-up communication with the initial reporter at the user facility indicated that the detached section of the sheath was removed and the pt was ¿okay.¿ add¿l info from user facility report: pinnacle introducer sheath broke during removal under anesthesia during surgical procedure by vascular surgeon. Catheter had been inserted in right femoral artery.

Manufacturer narrative:
Although requested, the user facility was not able to provide a reference number for the uf medwatch report. The involved device has not been returned for eval. Therefore, the failure investigation was limited to evaluation of user facility info, quality records and reserve samples. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions-for-use: ¿advanced or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined.¿ all available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Add'l info from user facility report: brand name: pinnacle introducer sheath.